Manufacturer narrative:
Retainer ring = black. Pump was received with failed battery test alarm after battery changed due to corroded battery tube. Unable to perform displacement test or download thus due to failed battery test alarm. Replaces test case and unit functioned properly. No cosmetic damage to the pump case noted. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Insulin pump compartment or either thee spring was damaged or corroded. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.